Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the needle detached from the syringe connection. During the injection, the device leaked around the syringe connection. When the system was withdrawn, the needle remained in the patient. No adverse health outcomes were reported.